Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, when tightened the suture, the suture bridge was broken off. Changed another one, after 1st firing, when removing the needle, the 2nd plate was pulled out. Another device was used to complete the surgery. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint devices were received and inspected. Upon visual inspection of the first device revealed that only one implant was received attached in the suture. The other implant appears to have been removed from the suture. The orthocord suture tips were frayed which it is a sign of breakage. The truespan comes in normal use condition, no broken parts or any deficiencies could be observed. When performing the functional test , the red trigger was fully squeezed several times, it performed as intended and it was not jammed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection result, this complaint can be confirmed. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. A possible root cause can be attributed to a sharp instrument rubbed the suture and an excessive force applied to the suture at the moment of tightening the repair. In the case of the deployment of the second implant, it is possible that the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. As per IFU, it is important to use caution when tensioning the suture. Overtensioning may cause tissue damage and/or suture or implant breakage. Also, when penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. Finally, during the deployment it is necessary to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6)2021, it was observed that the second plate on the truespan 24 degree peek device pulled out. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.